Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of one loose 0.5ml insulin syringe were provided. The customer reported that the needle cover and the needle came off at the same time. The photos were examined, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed. A review of the device history record was completed for batch# 9259089. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that syringe 0.5ml 30g 8mm 10bag 500 EU hub separated. The following information was provided by the initial reporter: the syringe is pre-filled with afliberdept (eylea) in a hospital pharmacy. Customer used an eylea syringe for the injection, from which the needle cover and the needle came off at the same time. So they could no longer use this syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.5ml 30g 8mm 10bag 500 EU hub separated. The following information was provided by the initial reporter: the syringe is pre-filled with afliberdept (eylea) in a hospital pharmacy. Customer used an eylea syringe for the injection, from which the needle cover and the needle came off at the same time. So they could no longer use this syringe.